Event description:
During preparation of the balloon, it was reported that the balloon assembly did not inflate. A segment of the catheter shaft inflated. Device was not used in the pt.

Manufacturer narrative:
The balloon catheter has been evaluated and confirmed the catheter inflated at approximately 7.2 cm from the distal tip of the catheter.